Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016, resulting in treatment. At the time of the event no medical or caregiver intervention was performed. The sensor was inserted on (B)(6) 2016. Patient stated her bg reading was 49mg/dl on her bg meter and she had confusion. It was also reported that the sensor was inserted in the arm. At the time of contact, no additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that the sensor was inserted in the arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause for the reported inaccuracy cannot be determined. Additionally, it should be noted that diabetes mellitus is a known cause of low blood glucose.